Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the code (B)(6) lot v1281449 before the market release. No anomalies have been found. The original lot, manufactured in august 2012, was comprised of (B)(6) nails. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: a technical evaluation of the devices involved is not possible as the devices will not be made available. Medical evaluation summary: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation. "Successful union of an ankle arthrodesis is always problematic in this type of patient, because of diabetes, insensitive skin and poor quality bone. In this case the talo-tibial fusion has been successful, but the subtalar fusion has failed. Loosening of the distal parts of the implant were noted in the (B)(6) x-ray, after calcaneal locking screw breakage was noted in (B)(6). The intraoperative x-ray in (B)(6) shows that there has been about 10 mm of collapse of the calcaneus. X-ray images are available. Information on patient current health condition: patient is doing well. On (B)(6) 2014, orthofix srl received the medical reports. On (B)(6) 2014, orthofix srl received the following information: the risk management department at this hospital does not release devices to the manufacturers for evaluation. Manufacturer reference number: (B)(6). Distributor reference number: (B)(6). The loose end cap was only noted some time after the calcaneal locking screw had broken. I am sure that the broken screw will have failed because of fatigue, secondary to non union of the adjacent subtalar arthrodesis. My view is that the prime reason for the recent second operation was non union of the subtalar joint. The acn implant was not providing any function by (B)(6) 2014, because the tibio-talar joint was united, and the calcaneal screw broken, so that the ununited part of the ankle was not being supported. The hardware was removed, and a separate fixation of the subtalar joint was performed. The loosened end cap was almost certainly secondary to the locking screw failure, and was anyway not in any way the cause of the non union. It was incidental and played no part in the failure of the subtalar arthrodesis." Manufacturer comments: a technical evaluation of the devices involved was not performed as the devices have not been made available for investigation. The medical evaluation evidenced that: the broken screw will have failed because of fatigue, secondary to non union of the adjacent subtalar arthrodesis. The loosened end cap was almost certainly secondary to the locking screw failure, and was anyway not in any way the cause of the non union. It was incidental and played no part in the failure of the subtalar arthrodesis. Based on the information provided it was not possible to draw any conclusion in regards to the complained devices. If the device should become available for the technical evaluation, orthofix srl will promptly finalize the investigation. Orthofix srl continues monitoring the device on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2013. Patient information: (B)(6) years female, patient diabetic. Event description: one year post op, it was noticed during MRI that heel cap had come out of nail. The tibial talar had fused; however, the sub talar had not. The surgeon removed all hardware and placed 2 cannulated screws on (B)(6) 2014 to continue treatment. The complaint report form indicates: the surgery was completed with used device; no clinically relevant increase of the surgical procedure; an additional surgery was required. It was performed on (B)(6) 2014; copy of the operative reports are not available.